Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that 2 bd insulin syringes with the bd ultra fine¿needles were product damaged devices still operable and the hubs separated from the devices. The following information was provided by the initial reporter : the consumer stated that the plunger rod was broken inside of the sealed bag and also reported that the needle hub separated. Date of event : unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 2 bd insulin syringes with the bd ultra fine¿needles were product damaged devices still operable and the hubs separated from the devices. The following information was provided by the initial reporter : the consumer stated that the plunger rod was broken inside of the sealed bag and also reported that the needle hub separated. Date of event : unknown. Samples : available.